Manufacturer narrative:
This report is for an unknown drill bits/screws/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one (1) unknown drill bit was dull and one (1) unknown drill bit broke in the aiming arm leaving a piece stuck in the sleeve. There was no known patient or surgical involvement. There is no further information available. Concomitant device reported: aiming arm (part# 03.113.001; lot# unknown; quantity: 1). Unknown sleeve (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - drill bits: trauma. This is report 1 of 2 for (B)(4).